Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed occurrences of the reported call service alarm. The pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed with no incidents. The reported call service alarm issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported call service alarm issue, the battery compartment was found to have cracked from the case seal to the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.